Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there was a tear on the cystic artery. A new device was used to clip the area. The surgeon was not certain of what caused the tear. No other details of the event were provided. The patient is fine.

Manufacturer narrative:
(B)(4). Sticking jaw/cam, advancer bypass toward tissue stop three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer slid toward tissue stop causing that the jaws remained in the closed. The trigger was manually assisted in order to open the jaws without any difficulties noted; a pear shaped clip was released. The remaining clips were conforming according to our manufacturing specifications; however, during each firing sequence the trigger hesitated when attempting to open the device. Although no aid was required to open the trigger, it did take longer than usual (2-3 seconds) to return the trigger to the open position. The batch record was reviewed and no anomalies were noted during the manufacturing process.